Event description:
Depuy acromed rec'd a medwatch form from the complainant. According to the complainant, six years after the pt had been implanted with steffee instrumentation, a pedicle screw was found to be broken at l4. The pt had a re-operation for exploration and removal of the hardware from l4-l5. A portion of the broken screw was left in l4. In the package insert that accompanies the instrumentation, precautions are listed. One precaution specifically states that "bending, loosening, and/or breakage" may occur if the device is not removed following the "completion of its intended use". According to the complainant, the steffee instrumentation was implanted in 1994, six years ago. If successful fusion took place, the implants were well past the completion of their intended use. The parts were not returned for eval. No further action can be taken at this time.